Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37mg/dl. Reportedly, customer removed pump due to a non-tandem infusion set issue, and administered long lasting insulin. When customer reconnected pump, basal delivery was resumed, causing customer to go low. Subsequently, customer was hospitalized. Bg was treated with glucose and fluids. At the time of the report to tandem technical support, the customer was still hospitalized, however, with the issue resolved and no permanent damage sustained.